Event description:
Additional information was received reporting the lead displayed loss of capture and the thresholds were unstable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ipg implanted: (B)(6) 2010.

Event description:
It was reported there was a lead integrity warning. Additionally, the lead displayed high, low, and varying impedance's. Approximately eight months later the value was found to be stable. It was suggested to evaluate the lead integrity and monitor. The lead remains in use and the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.